Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery because the cuff was too large and the pump was not working. All components were removed and replaced. No patient complications were reported. This complaint is for the cuff.